Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to disconnected lcd display at connector of the lcd driver board. The lcd display was reconnected to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display was not legible. Complainant indicated that there was no patient involvement at the time of the reported malfunction.